Event description:
Patient reported experiencing inaccurate high, low, erratic reuslts with a lifescan meter. The patient's blood glucose results were 384 mg/dl, 187 mg/dl. Tests were done within 10 minutes with a difference of 61%. Patient did not experience any adverse events. No further information has been reported.